Event description:
It was reported that during routine follow-up it was found that the right atrial (ra) lead was dislodged. The lead was revised. It was further reported that approximately one week later the lead dislodged for the second time. The patient states they had tripped and fallen. The patient reported to the emergency room complaining of diaphragmatic stimulation. When the device was checked there was no sensing or capture at full outputs, however no diaphragmatic stimulation was found. On chest x-ray the ra lead appeared to be pulled back. The device was reprogrammed to turn the ra lead off. It was further reported that there were also high thresholds. An epicardial lead was subsequently planned to be implanted, however a suitable location was not available, so the same ra lead was turned back on and revised and remains in use. It was also reported that the right ventricular (rv) lead pulled back into the superior vena cava (svc), there was diaphragmatic stimulation, and no capture at the highest outputs. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 implantable pacing lead (B)(6) 2013; rvdr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).